Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a service technician observed foam particles within the device. The device was scrapped.